Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia. The customer blood glucose level was 600 mg/dl at the time incident. The customer stated that the symptoms related to high blood glucose such as positive result in ketones test, nausea and vomiting. Customer did not wasn¿t to continue the troubleshoot for high blood glucose value. The device will not returned for analysis.